Event description:
Upon attempting to insert the swan-ganz catheter at the bedside it was difficult and a kink in the line was suspected. The pt was taken to fluoroscopy for complete line insertion. It was noted that a structural obstruction of the catheter was present and it was removed and replaced. The pt did not suffer an untoward event and remained stable during this time.